Event description:
It was reported that a pt received resorbable bone void filler in the proximal humerus, and the pt developed a post-op infection. No add'l pt or device info was provided. It is unk if any add'l surgical intervention was reported.

Manufacturer narrative:
This medwatch report was completed using the info provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the info not having been provided. Without add'l pt or device info, no review of the mfg records is possible, and we are unable to determine the definitive cause of the reported event. The subject product is terminally sterilized with gamma irradiation prior to distribution.